Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, this has been an ongoing issue the entire time the customer has had the pump and cgm system. Reportedly, the customer could not recall the cgm and bg values, but reports there are times when the sensor reading and finger stick reading are 50-100 numbers apart. No additional patient or event information was available. A root cause could not be determined.